Manufacturer narrative:
The initial MDR 1226181-2015-00511 was filed on september 10, 2015. Additional information (10/02/2015): the initial reporter is a health professional.

Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument, the cse retubed the integrated multisensor technology (imt) system and replaced the diluent syringe, imt port and solenoid, rotary valve, and sample metering syringe. The cse ran a diluent check and quality controls, all of which passed. The cause of the intermittent discordant sodium results is unknown. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
The customer stated that intermittent discordant sodium results were obtained on patient samples on their dimension exl w/lm instrument. The customer stated that every tenth sample may be an outlier. The customer provided one example where the initial result was reported to the physician(s), who questioned it. The sample was repeated three times on the same instrument and a corrected report was provided to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant sodium results.